Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for a right atrial lead revision procedure due to noise that led to oversensing. The lead noise was reproducible with isometrics. The lead was capped and replaced without further consequences. The patient was stable throughout.